Event description:
The customer reported that the insulin pump alarmed motor error twice in a month and it happened when she runs out of insulin. The blood glucose reading was 173mg/dl. Troubleshooting was performed, and the drive support cap was sticking out one side. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.